Manufacturer narrative:
The pod was received with cannula fully deployed. The exposed portion of soft cannula was found to be damaged/kinked. It could not be conclusively determined when this damage to soft cannula occurred. Received device was observed to be physically damaged. Deep cracks were found on top and bottom housing. Reservoir, ratchet gear assembly and needle mechanism components were found damaged. Even though the three batteries were functional, pod data was downloaded by powering pcb using external power supply. No assessments on internal components could be made due to the damaged condition of the device. The downloaded data returned an 0x33 alarm, indicating the user did not send a command to the pod within the allotted amount of time. Generation of the hazard alarm stopped the delivery of insulin. Due to the damaged condition of the device, pod rerun could not be done to assess the pod operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 398 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found damaged. As treatment, a manual injection of insulin (1.5u) was delivered and a new pod was applied.